Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-feb-2022. The device evaluation was completed on 01-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The "hemostatic valve is broken." Reporter stated that the dilator could not be fully inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Reporter stated that there was a "chipped part inside" the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the procedure continued successfully. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and analysis of the returned device. Visual analysis of the returned sheath revealed that the hemostatic valve and silicone ring were not found on the hub component nor inside the sheath. The brim cap and silicone ring were found in normal condition. The dilator was not returned and the vizigo shaft was inspected, and it was found in normal condition. It should be noted that product failure is multifactorial. Based on the information currently available, the hemostatic valve and silicone ring could have been detached due to the dilator being wrongly introduced; however, this could not be conclusively determined. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ a device history record (DHR) was performed, and no internal actions related to the complaint were found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The "hemostatic valve is broken." Reporter stated that the dilator could not be fully inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Reporter stated that there was a "chipped part inside" the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the procedure continued successfully. Additional information was received on the event. The reporter believes that it was a crack in the hemostatic valve. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter into the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. No medical intervention was required to stop the bleeding. The resistance they were having with the sheath was when they were trying to put the dilator into the sheath. There was just damage on the sheath - hemostatic valve. There was no occlusion when irrigating the sheath. According to the reported it sounds like the sheath was narrowed or blocked. The dilator was not able to be moved through the sheath. The dilator was not stuck on the sheath, they could pull it out just not advance it. The damage to the hemostatic valve was assessed as MDR reportable for a hemostatic valve separation issue. The issue of the dilator could not be fully inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was assessed as a not MDR reportable for an obstructed sheath issue. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended; however, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 50000026 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).